Event description:
It was reported that the patient started having hemoptysis during the cardiomems implant procedure just after the deployment of the sensor in the intended pulmonary artery vessel. During the procedure, there was difficulty noted while advancing the wire. The physician does not believe cardiomems caused the hemoptysis, but the cause is unconfirmed. A bronchoscopy and lavage were performed to resolve the hemoptysis. The patient was already inpatient, and the length of stay continues due to hemoptysis. The patient is currently stable.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.